Manufacturer narrative:
Tracking #.49080.

Event description:
It was reported the device was used during a bowel resection procedure on a pregnant pt to remove a cancerous specimen. It was reported the tph90 was fired twice, one proximal to the duodenum and once distal to the duodenum. It was reported there was bleeding at the staple lines. The surgeon oversewed the staple lines to control the bleeding. It was reported the pt is doing well postoperatively. The product is currently being held by the hosp's biomedical department and is not being released at this time. 2/13/98 was verified by the rep that the device was a tp60.